Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the cpu printed circuit board assembly (pcba) into a pil ventilator to duplicate the reported issue. Tech verified that the alarm error code e1102-check vent: primary alarm failed was generated and shows on multiple occasions with associated motor speaker failures at the time of each e1102. Neither the occurrence nor the associated error code e1102 could be duplicated at the product investigation lab during the boot up of the system pca or standard test bed operation using the system pca. Note: the generation of 5021 motor speaker failure noted in the log (5021,02:11.52pm,12-30-2024,post motor speaker: fail, 2007 at 8, 1166 at 4) is the reason for the generation of 1102 in the log. The suspect moror speaker did not come to the product investigation lab for analysis. The cpu pcba passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Customer complaint has resulted in a no problem found.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while servicing the device, it was observed that the occurrence history of "check vent: primary alarm failed" (1102 motor speaker fail) was observed in the event log; however, the reported issue was not duplicated during an inspection so the speaker#1 and cpu board were replaced as a preventative measure. It was reported there was no patient involvement at the time the issue was discovered. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.